Event description:
New information received noted the clinic did not perform any programming changes and the patient will continue to be monitored. The patient was in stable condition.

Event description:
New information received noted the clinic did not perform any programming changes and the patient will continue to be monitored. The patient was in stable condition.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) delivered an non-sustained right ventricular oversensing (nsrvo) alert for post-paced t-wave oversensing (pptwos). Programming changes were discussed; no changes or interventions were reported. There were no patient consequences.